Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00032 on 13-oct-2021. Additional information (22-feb-2022): siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated human chorionic gonadotropin (hcg) results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 22-feb-2022, an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. Section d1, d2, d3 and d4 were updated. Section g1 contact office - manufacturing site and g4 were updated. Section h6 adverse event problem codes were updated. Section h7 was updated. Section h8 was updated. Section h9 was updated.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that falsely elevated human chorionic gonadotropin (hcg) test results were obtained on two patient samples from an immulite 2000 xpi instrument. The siemens headquarters support center (hsc) reviewed the instrument data files provided and did not find a level sense issue related to sample or reagent aspiration. The cause of the falsely elevated human chorionic gonadotropin (hcg) patient sample test results is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Falsely elevated human chorionic gonadotropin (hcg) test results were obtained on two patient samples from an immulite 2000 xpi instrument. The initial result for sample ID (B)(6) was reported to the physician(s). The initial result for sample ID (B)(6) was not reported to the physician(s). The same samples were repeated on the same intrument multiple times and lower test results were obtained. One of the repeat test results was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.